Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was very symptomatic with right ventricular (rv) pacing. The crt-d was reprogrammed to left ventricular pacing only, but rv pacing was still exhibited. Technical services (ts) advised rv pacing was delivered due to trigger mode pacing which is always delivered biventricular. Ts suggested the health care professional could turn off the biventricular trigger. Recommended reprogramming was completed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.